Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was previously unreported that the patient had positive blood an urine cultures from the driveline exit site on (B)(6) 2016. It was reported that the patient's infection is associated with non-compliance and trauma to the driveline exit site due to the patient dropping the system controller. The infection required surgical debridement and repositioning of the driveline on (B)(6) 2016. The patient was re-admitted to the hospital on (B)(6) 2016 for treatment of their bacteremia and chronic driveline infection. The patient continued on IV antibiotic treatment. As of (B)(6) 2016, the patient was doing well with a plan for discharge the following week.

Manufacturer narrative:
The report of infection and its correlation to the device could not be conclusively determined. The patient remains ongoing on pump support and no further related events have been reported. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.